Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd angiocath plus 18ga x 1.16in leaked. Leakage between cannula and hub of catheter.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. As current controls, there are outgoing and in-process visual inspections in place to check for catheter adapter and tubing damage. There is also a daily outgoing functional test in place to check for catheter leakage. As no sample is returned for evaluation, actual root cause could not be established.

Event description:
Leakage between cannula and hub of catheter.